Event description:
It was reported the patient was unable to communicate with the scs ipg and the patient controller (pc). The company representative met with the patient and confirmed the pc and clinician controllers displayed "the generator has reached end of service" indicating the device battery had depleted. Surgical intervention would be necessary to replace the patient's scs ipg.

Event description:
Additional information received identified the patient's scs ipg was successfully replaced and stimulation therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.